Manufacturer narrative:
Unit passed the displacement test, active current test, sleep current test, and self-test. No failed battery alarm noted during testing. No alarms/alert/anomalies noted during testing. Pump was downloaded using thus/thump for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery test occurred on 01/16/2023 11:19 am--11:46 am & 11/17/2023 09:22 am. This was expected. These alarms were found in history file: no delivery 1/15/2023 9:41--20:41, no delivery 1/16/2023 1:19, pump error 63 (variable 21 esf#na file#2005 line#9926) 1/16/2023 11:19, battery removed 1/16/2023 11:50, low battery 1/16/2023 18:16, replace battery 1/16/2023 19:11, battery removed 1/16/2023 19:12 , low battery 1/17/2023 1:11, battery removed 1/17/2023 1:15, low battery 1/17/2023 8:43, battery removed 1/17/2023 9:22, low battery 1/17/2023 15:53, replace battery 1/17/2023 16:42, battery removed 1/17/2023 16:48, low battery 1/17/2023 22:13, replace battery 1/17/2023 22:54, replace battery now 1/17/2023 23:15, battery removed, 1/17/2023 23:20. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 & force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. P-cap was attached and locked into place properly. Fail battery test is not confirmed. Pump error 63 is confirmed due to hardware defect and due to being found in history files and traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a failed battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed but the issue was not resolved. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.